Manufacturer narrative:
The customer's products have been returned and an investigation has determined the complaint is not confirmed. Performed visual inspection on returned meter and no issues were observed. Performed three control solution assays and results were within specification. Downloaded memory log. Did not observed meter showing identical readings right after control solution application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a delivery issue, involving a replacement meter, which resulted in the customer being hospitalized. Customer initially called adc customer service on (B)(6) 2018 to report her adc blood glucose meter was producing the same readings on her meter. Customer called again on (B)(6) 2018 and reported that because of a delivery issue, she could not test her blood glucose and subsequently was hospitalized. It was further reported that on (B)(6) 2018 she began to experience ¿nausea and vomiting¿ so her daughter rushed her to a hospital. At the hospital, an unspecified ¿extremely high¿ reading was obtained on an unspecified hospital device, customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified intravenous infusion, insulin and zofran (ondansetron, an antiemetic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (PMA/510(k)#) was incorrectly documented in the initial MDR 30 day report. (If follow up, what type) was not selected in the initial MDR 30 day report.

Event description:
Customer reported a delivery issue, involving a replacement meter, which resulted in the customer being hospitalized. Customer initially called adc customer service on (B)(6) 2018 to report her adc blood glucose meter was producing the same readings on her meter. Customer called again on (B)(6) 2018 and reported that because of a delivery issue, she could not test her blood glucose and subsequently was hospitalized. It was further reported that on (B)(6) 2018 she began to experience ¿nausea and vomiting¿ so her daughter rushed her to a hospital. At the hospital, an unspecified ¿extremely high¿ reading was obtained on an unspecified hospital device, customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified intravenous infusion, insulin and zofran (ondansetron, an antiemetic). There was no report of death or permanent injury associated with this event.